Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument that appears consistent with explant damage. The other cylinder performed within specifications. The reservoir and pump performed within specifications. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.